Event description:
It was reported via repair work order that the patient right siderail was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional information is received, a follow-up report will be submitted.